Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va11p82 explanted: (B)(4)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was seen on (B)(6)2016 and had a recent infection, which could increase their symptoms, but they had excellent improvement for the first three weeks after implant. On (B)(6)2016, they were seen again and was having a problem with increased urinary leaking. They changed to program 1 at 1.2 and was going to follow-up in six weeks. On (B)(6)2016, they changed to program 2 at 1.8 and on (B)(6)2016 they changed to program 3 at 1.6. On (B)(6)2016, they complained of increased urinary frequency and urgency. It was found that their device was turned off so they turned it back on to program 3 at 2.0 and was going to follow-up in three months. They changed to program 2 at 2.1 on (B)(6)2016 and to program 4 at 2.0 on (B)(6)2017. On (B)(6)2017, they were still having problems and it was noted they were going to follow-up in (B)(6)2017. On (B)(6)2017, they had a definite increase in symptoms. At that time, they were going to be scheduled for a replacement and was given treatment for recurring urinary tract infections (utis). The replacement and revision occurred on (B)(6)2017. It was reported that the patient's device was working well, noting they had excellent battery life, but, after an accident, the wire appeared to be displaced. They left the battery and replaced the wire. The patient tolerated the procedure well and was in satisfactory condition. All parameters were within normal limits and impedances were in normal limits; greater than 50 and less than 4,000. On (B)(6)2017, they were seen and were on program 1 at 1.1. The incision was healing well and the device was activated. On (B)(6)2017, they changed the program to 2 at 0.3.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported patient had a loss of therapeutic effect. Troubleshooting included that program was changed. It was noted that the lead would be explanted and patient had revision surgery scheduled on (B)(6) 2017. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported the cause of the loss of therapeutic effect was not determined, the revision surgery had not taken place. The rep stated it was unknown if there was any specific issue with the lead or implantable neurostimulator (ins). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.